Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the phone call was 68 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform a high pressure test. The customer stated that she has found the cannula of the infusion set bent multiple times upon removing it from her body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.